Event description:
It was reported that the patient presented in clinic for follow up and right ventricular (rv) lead noise was observed on high ventricular rate (hvr) episodes. Review of the session records revealed noise oversensing. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.